Event description:
Per the sales rep, the pt had very poor quality bone and had a non-locking screw back out and was removed post-op. The surgeon left plate and the rest of the screws in the pt.

Manufacturer narrative:
The IFU states "insufficient quantity or quality of bone to permit stabilization of the fracture complex." As a counter indication for this system.